Event description:
User facility reported that when the package was opened and device placed on the sterile field, the spring was noticed to be protruding at the end. Another device which was available was used and there was no surgery delay involved.

Manufacturer narrative:
To date, the device has not been returned. An investigation has been initiated based on the reported info.